Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and well as failure to sense due to a confirmed dislodgement during x-ray examination. The physician opted to perform programming enhancements. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and well as failure to sense due to a suspected dislodgement. No adverse patient effects were reported. This lead remains in service.